Event description:
It was reported that the patient had been feeling light vibrations from the implantable cardioverter defibrillator for two weeks. On (B)(6) 2017, vibrations were felt all day long. Upon interrogation in clinic the following day, the device showed no alerts. The patient reported that the vibrations felt the same as the test vibrations. Device replacement was discussed. The patient was stable.